Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux -en -y gastric bypass, the seal was sticking to instruments being passed through trocar making it very difficult to maneuver the instruments through procedure. They used the trocar to complete the case. There was no patient injury.